Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one photo and one sample were received for evaluation. The sample was visually inspected and no damage or anomalies were observed. During the functional testing, in attempts to replicate clinical use the set was attached to a syringe with black dye and priming was attempted. No flow was observed to make it into the set. Further inspection of the inner diameter of the female luer showed errant solvent blocking the fluid path. A needle was used to puncture the solvent blockage, and the set was able to be successfully primed. The complaint of not being able to purge from the distal end can be confirmed. The probable cause is due to a solvent application error at the manufacturer. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while purging, they noticed that it was not possible to purge the product from the distal end, if they accessed from the connector, they could purge the top part, but not the distal end. There was no reported patient involvement, and no harm reported.